Manufacturer narrative:
A data review was conducted against the device and there was no indication of a device malfunction.

Event description:
Patient developed infection on right axilla 2 weeks post tx. Patient was treated with antibiotics and topical ointments and issue was resolved.